Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting faster than normal. There was no reported impact to the customer's blood glucose level. Review of pump history during troubleshooting with tandem technical support showed that the battery as expected over the past 3 days. Reportedly, the customer will continue to use the pump for insulin therapy.